Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the accuracy issue with a reference meter and retained strips from the complaint lot. Firstly, as a result of the control solution test, all results satisfied the acceptable range in both a and b levels. Secondly, the test was conducted with blood whose glucose concentration was adjusted to be similar to 54 mg/dl, estimated to be the patient's blood glucose level at the time of the incident. As a result, all readings fall into the acceptance criteria. Therefore, we confirmed that the product is functioning properly.

Event description:
Caller stated they received the meter two months ago. Caller stated the meter and strips are stored on the ambulance. Caller stated they were called for an unresponsive patient. They tested the meter twice with the patient and received blood glucose readings of 219 ((B)(6) 2024 at 8:09 pm) and 212 (B)(6) 2024 at 8:08 pm). The patient was not treated by the ambulance personnel based on the readings they received. The ambulance crew activated stroke protocol. They transported the patient to the emergency room and the emergency room tested the patient's blood glucose with their meter and registered their blood glucose at 54. The caller stated this meter is reading too high based on the readings received with this meter and the reading that was received at the emergency room. The emergency room further treated the patient with activated stroke protocol and medications, but their complete course of treatment is unknown. Replaced meter, strips, sent control solution and sent return label.

Manufacturer narrative:
Before the defective product was recalled, a control solution test was conducted using a reference meter and retained strips, and all the results satisfied the acceptable range. As the complaint products were returned, I-sens conducted clinical tests using three types of capillary blood, adjusting the concentration into low, medium, and high levels. As a result, all readings satisfied 15 mg/dl or % compared to the standard equipment, and sd and cv also satisfied the acceptable range. Therefore, we confirmed that the product is functioning properly. Additionally, in this follow-up report, we have also made updates regarding UDI-related data quality.

Event description:
Caller stated they received the meter two months ago. Caller stated the meter and strips are stored on the ambulance. Caller stated they were called for an unresponsive patient. They tested the meter twice with the patient and received blood glucose readings of 219 ((B)(6) 2024 at 8:09 pm) and 212 ((B)(6) 2024 at 8:08 pm). The patient was not treated by the ambulance personnel based on the readings they received. The ambulance crew activated stroke protocol. They transported the patient to the emergency room and the emergency room tested the patient's blood glucose with their meter and registered their blood glucose at 54. The caller stated this meter is reading too high based on the readings received with this meter and the reading that was received at the emergency room. The emergency room further treated the patient with activated stroke protocol and medications, but their complete course of treatment is unknown. Replaced meter, strips, sent control solution and sent return label.